Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of device history record (DHR) and service history record (shr) was performed. It indicates that the laser console was installed on (B)(6) 2017 and this event occurred 9 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was performed for the versapulse powersuite confirmed that the events of device low power was known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of unable to exclude device problem was assigned to this investigation since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that during procedure, the device had a low energy. The procedure was completed using the original device. There were no patient complications.

Event description:
It was reported that during procedure, the device had a low energy. The procedure was completed using the original device. There were no patient complications.